Event description:
It was reported that while preparing etoposide with the bd phaseal¿ injector luer lock n35j, coring occurred in the syringe. The following information was provided by the initial reporter, translated from japanese: "this is a report about coring. During preparation of etoposide, small pieces were found in the syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 30-mar-2022 investigation summary: infusion bag, syringe, connector, protector, and injector received for investigation. N35j injector was evaluated. Upon visual inspection, no defect was found in the membrane, nor in the injector cannula. Foreign matter particles were observed inside the syringe that was connected to the injector. Fourier transform infrared spectroscopy was performed to identify the foreign matter. The foreign substance was composed of butyl rubber and silicic acid compounds, usually coming from the rubber stopper of the syringe and also from the phaseal membrane (talcum powder). A device history review was performed for reported lot 2104702, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Fragmentation testing is performed according to procedure, to evaluate any particulates generated by the injector when mated to other components after ten activations. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs, or if an incorrect stopper is used as in this case. The product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification that all critical dimensions are within specification and that there is no damage to the product. Based on the quality team's investigation, a root cause related to our manufacturing process cannot be identified at this time.

Event description:
It was reported that while preparing etoposide with the bd phaseal¿ injector luer lock n35j, coring occurred in the syringe. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about coring. During preparation of etoposide, small pieces were found in the syringe."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.